Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an in-clinic follow-up with a marker anomaly from their implantable cardioverter defibrillator. No intervention was performed after calling technical services. Patient was stable after the event.